Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: device history records review was completed for part: 03.037.026-us, lot: l234221. Manufacturing location: bettlach, release to warehouse date: jan 31, 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: product investigation was completed. The returned helical blade/screw coupling screw (03.037.026) was examined and found to be without visually identifiable defect or deficiency which could have contributed to the reported complaint condition of difficult to disassemble. The helical blade/screw coupling screw was tested with the returned helical blade inserter (03.037.024) and the pair were found to interact as intended. The coupling screw was able to be assembled and disassembled from the inserter and operated smoothly and without resistance. The complaint condition was unable to be replicated as the received condition does not agree with the complaint description; the complaint is unconfirmed. The returned device was found to operate as intended and no visual defects or deficiencies were identified, as such the complaint is unconfirmed. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a helical blade insertion handle with coupling screw were not threading together properly during a right trochanteric fixation nail advanced (tfna) procedure. Another issue with the same case was that the inner trocar sleeve was bent. A second set of devices were used to resume the procedure. There was a surgical delay of five (5) minutes. Procedure outcome and patient status are unknown. This report is for one (1) helical blade/screw coupling screw this is report 1 of 3 for (B)(4).